Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the down arrow, ok and up arrow buttons were under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/23/2015 with the following findings: investigation revealed a fully intact keypad cover; no damage or peeling was observed. However, all keypad buttons were found to be unresponsive. The keypad cover was removed and no contamination or contact defects were found. The audio bolus button cover was found to be torn. A leak test was performed and a bolus button leak was diagnosed. The pump case was removed and moisture was found throughout the inside of the pump.